Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 330 mg/dl while wearing the pod between 1 and 4 hour on the abdomen. After realizing elevated bg levels, the patient found cannula had not deployed as intended. The patient stated there was no indication of a needle insertion at the pod site.

Manufacturer narrative:
The device was received in the fully deployed positioned with the pink slide insert visible in the viewing window. The downloaded data shows the device completed first and second priming sequences and was deactivated at 134 pulses. The downloaded data does not show any timeouts or drive stalls. The device was reset to the not deployed position and rotation of the ratchet gear deployed the needle mechanism assembly as intended. No issues were found that would result in a failure of the needle to deploy.